Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator died and was not found until three days later. The boston scientific field representative interrogated the device at the funeral home and it was noted that there was an episode in the ventricular fibrillation zone on the day the patient died. The episode was reviewed with the patient's physician, and the episode was appropriately treated with anti-tachycardia pacing which slowed the rhythm out of the treatment zone and subsequently diverted a shock. It was noted that impedances were elevated on the date of death, with the shock lead impedance greater than 200 ohms, and the right ventricular and right atrial pacing impedances at 1800 ohms. The impedances then gradually came down. There have been no allegations received that the device caused or contributed to the patient's death. The system will not be returned as it was reported it was buried with the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.